Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximal of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The tip section of the device was visually and microscopically examined, and no damage or issues were identified. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual and microscopic examination found no issues with the markerbands of the device. A visual and tactile examination identified no issues with the balloon material that could have contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The tightly stenosed target lesion was located in the pulmonary artery. While performing a pediatric percutaneous transluminal angioplasty (pta), the 7.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced and an attempt was made to inflate the balloon. However, it was noted that the balloon had what looked like a needle prick and the device deflated. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.